Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, but has not yet received them.

Event description:
A patient reported blood glucose results of "302 mg/dl and a 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other.